Event description:
On (B)(6) 2010, transferred from outlying facility with recent non-stemi for cath/pci. A 3.5x15 multi-link vision deployed in 75% proximal lad. Discharged on asa and plavix. He reportedly had not taken plavix since hospitalization, and on (B)(6) 2010 presented to outlying facility with stemi. Transferred for emergent cath/pci. Films reveal totally occluded lad at site of previously placed stent with thrombus. Export thrombectomy performed. Pre-dilation with 3.5x15 voyager. A 3.5x18 multi-link vision deployed with immediate post dilation with complete stent expansion. Decision to place an additional stent and 3.5x15 multi-link vision deployed. A 3.5x15 quantum maverick to post-dilate throughout stented areas. Final films reveal good angiographic result. Pt discharged on asa and prasugrel with extensive discussion of importance of medical compliance.